Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal right coronary artery. A 10/4.00 flextome cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured at 10atm upon first inflation. The procedure was completed with a different device. No complications were reported and the patient was good.